Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, the device failed a step during testing. The device's sensor board will need to be replaced to address the issue. Device has been evaluated but the components have not been replaced pending customer approval of the estimate.